Event description:
Hcp reported pt reported with signs of infection of the device pocket and lead site. Pt was treated with device system explant - date unk. The devices were not returned to the MFR for analysis.